Manufacturer narrative:
Age at time of event: 18 years or older device evaluated by manufacturer: the pump, shaft, and tip were visually and tactile inspected. Inspection revealed damage (kinks) to the outer shaft, located 63cm from the tip of the device and at the edge of the strain relief. The device was functionally tested and the device would not get through the priming mode. The pressure was running low at .56 kpsi and there was no aspiration. A tactile examination showed that the hypotube was broken where the kink was, 63cm from the tip. The device would not function due to the broken hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Reportable based on the product analysis completed on (B)(6) 2017. It was reported error message occurred during priming. During a deep vein thrombosis (dvt) treatment procedure, the physician started to prep an angiojet solent omni thrombectomy catheter for use. During priming, the system would complete the count down but then give the message to prime again. This occurred multiple times. The physician selected another of the same catheter to complete the procedure. No patient complications were reported. However, the returned product analysis revealed that the hypotube was fractured.